Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending artery. An atherectomy catheter was advanced over a flexiwire guide wire; however, resistance was felt. Directional coronary atherectomy was performed four times with intravascular ultrasound examination in between each time. During the fourth time the atherectomy catheter was being removed; however, it became stuck with the flexiwire guide wire. Both devices were removed as a single unit. The procedure was successfully completed with a new flexiwire guide wire. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, functional and dimensional inspections were performed. The reported difficulties were confirmed. A review of the lot history record and complaint history of the reported device could not be conducted, because the lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.